Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Implant breakage.

Manufacturer narrative:
The reported incident that the ¿locking compression plate axsos 10 hole / l136mm 4.0mm locking set¿ was broken after the surgery (s-12) could be confirmed based on the review of the provided x-ray. Since the actual ¿locking compression plate axsos 10 hole / l136mm 4.0mm locking set¿ was not returned, an inspection could not be performed. It was reported that the plate was implanted in (B)(6) 2016 and the breakage occurred end of (B)(6) 2016. The amount of time passed indicates a delayed union. Usually a delayed union is present when an adequate period of time has passed since the initial injury, without achieving bone union. The main reasons for a delayed union are an inadequate reduction, inadequate immobilization, distraction, loss of blood supply, and infection. An initial x-ray was not communicated, therefore it cannot be concluded whether the primary surgery was done correctly or not. Also, no further information regarding the patient and his immobilization were communicated. However, the postoperative x-ray shows a burst area with a gap resulting in insufficient bone support. No screws have been backed out and no screws were broken. Only the plate was broken, and the breakage area matches with the gap in the bone. All these indicate that the fracture was not sufficiently healed for the weight bearing which was subjected to. Since the bone was not prepared to support such forces, they were all transmitted to the plate, which, eventually, broke. Please keep in mind, what is mentioned in the IFU ¿v15013¿: that the plates ¿are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone.¿ also, ¿these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important.¿ therefore, the patient should be well informed that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that the device has a finite expected service life and may need to be removed at some time in the future. It is also common that adverse results may be clinically related rather than device related. Such a case would be obesity. As specified in the IFU ¿v15013¿, ¿the risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician.¿ particularly, ¿an overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself.¿ moreover, ¿these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ however, no information were provided related to the patient, and it cannot be confirmed whether the implant broke due to that. Based on investigation, the root cause was attributed to a patient related issue. All the statements indicate that the breakage was a result of an overload due to a delayed union in an unstable fracture. If the patient did not follow properly the immobilization instructions of the surgeon, it is quite possible that the fracture was not able to heal and this led to the reported breakage of the plate. A review of the device history for the reported lot of the ¿locking compression plate axsos 10 hole / l136mm 4.0mm locking set¿ did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided or if the device will be returned, the investigation report will be updated. Device was lost in shipping.

Event description:
Implant breakage.